Event description:
It was reported that the cuff of the cannula loses pressure from 30 to 10 without any external influence. The cuff loses pressure. Without special incidents, the cuff loses its effect. It had to be constantly re-blocked. In order to solve the issue, a new cannula was used. There was patient involvement and no human harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.